Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited some light-emitting diode (leds) on the front panel are not lighting up. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, probale causes include damage or deterioration of parts due to wear and tear, device settings or efect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.